Event description:
It was reported to philips that the flexvision computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, it is found that flex vision pc was not booting up. To resolve the issue, fse replaced flex vision pc and re seated power supply cables. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.